Manufacturer narrative:
Product event summary: the controller with an unknown serial number was not returned for evaluation. As a result, the reported bent pin event could not be confirmed. Log file analysis was not conducted since log files were not available; therefore the controller fault event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to a misalignment between the serial port and data cable. Based on historical review of similar events, a possible root cause of the controller fault event may be attributed to a faulty component. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller data port didn¿t work correctly and there was a bent pin that was gently manipulated back into place. The controller then exhibited a controller fault alarm. The controller was replaced. No patient complications have been reported as a result of this event. This event was reported in the q3 2020 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.